Manufacturer narrative:
Section d10. Device available for evaluation? Yes; returned to manufacturer on: 8/20/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: the complaint lens was received inside the original lens case. The original folding carton, patient stickers, opened inner pouch, and additional documentation were received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during insertion. A bent haptic and a bent optic body were observed as well, which is consistent with a lens that was handled during insertion, however it cannot be confirmed to be if this is related to manufacturing, handling, or the dried viscoelastic affecting the form of the lens. The lens was cleaned and an edge chip and a rip on the optic body were observed, and no other cosmetic defects were observed. Dimensional inspection was performed and all measurements were within specifications. The lens was received outside the cartridge tip; therefore, the complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated, and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Reporter telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that when inserting the intraocular lens (iol) into the eye, the iol would not advance out of the injector, it was stuck in the wound. It was indicated that the haptic/optic contacted the patient's eye. There was no incision enlargement or vitrectomy required and no sutures were used. The lens was removed and replaced during the same procedure. There was no delay in procedure reported. No additional information was provided.

Manufacturer narrative:
Corrected data: upon review of this file it was found that section f13 in follow-up #1 was inadvertently not completed causing the date populated in g4 not to be communicated/received by FDA. Therefore this supplemental report is being submitted. Date populated in follow-up #1 section g4 is (B)(6) 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.